Event description:
A double pigtail 8 french x 26cm ureteral stent and an 8.2 french external multi purpose drain was placed in 2007. Patient went to radiology on the next day, for nephrostogram. The fractured stent was seen under fluoro. The fractured portion of the stent was removed under fluoroscopy.